Event description:
It was reported that the pt experienced "phrenicus stimulation". The lead was reprogrammed. The pt outcome was listed as "resolved". No pt complications were reported as a result of this event.

Manufacturer narrative:
This report is being filed under exemption # (B)(4) for a 2 year retrospective review of reported events where the product was still in use; date range (B)(6) 2008 and (B)(6) 2010. This medwatch report represents 1 of 11 events (event type code serious injury). This event occurred outside the us. All info provided is included in this report. If add'l relevant info is received, a supplemental report will be submitted. Pt info is not generally available due to confidentiality concerns.